Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).

Event description:
A site reported to rxsight that while implanting the light adjustable lens (lal, sn (B)(6), 22d) during primary cataract surgery, the capsular bag was torn.  The lal was repositioned in the sulcus with optic capture.